Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient's external device. It was reported that the pump was refilled in january but the personal therapy manager (ptm) refill pump before date did not update to the new date. Agent reviewed that this was a known issue with synch 3 pumps if there was only a change to the pump volume at refill. Agent reviewed option to update the pump with a dot in the notes or some other minor change so the ptm date would be updated; the company rep did this and resolved the reported issue. Additional information was received from the company representative (rep) and the patient reporting that the ptm would get to 90% and then take a few minutes to finish connecting. Agent reviewed where to find and clear the handset data (was at 6.1mb) and patient then was able to connect to the pump and deliver a bolus without delay. Patient also stated that she felt like since the pump replacement the clock to reset bolus counters was resetting at random times or "when it feels like it." Pump was updated today using clinician programmer that had the correct date and time. Actions taken on the call resolved the reported issue. Additional information was received from the company representative rep and confirmed with the healthcare provider (hcp) that the patient's pump replacement was due to eri/eos.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) indicated that the patient reached out to write down the instruction for clearing data. The agent provided information to patient.